Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) detected high out-of-range left ventricular (lv) lead impedance measurements since implant. There is no evidence of noise or changes in threshold measurements. Boston scientific technical services (ts) noted this could be a connection issue, an lv lead issue or possibly patient condition. Ts recommended obtaining an x-ray and performing troubleshooting. The physician has elected to monitor the patient instead of surgically intervene. No adverse patient effects were reported. As of today the device remains in service.